Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drips of insulin were seen after fill tubing. During troubleshooting, it was determined that the luck lock connection was not threaded correctly. The customer threaded the connection correctly and continued with the load process. There was no reported impact to the customer's blood glucose level.